Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b2: specific death date is documented as unknown. Section b3: date of event has been entered as 01jan2020 as data was collected between 2018 and 2020. Article information: lerman, j. B., cyr, d. D., chiswell, k., tobin, r. S., fudim, m., pokorney, s. D., mentz, r. J., & samsky, m. D. (2023). The use of the multisensor heartlogic algorithm for heart failure remote monitoring in patients with left ventricular assist devices. Asaio journal (american society for artificial internal organs : 1992), 69(7), e351¿e353. Https://doi.org/10.1097/mat.0000000000001946. Duke university school of medicine, durham, north carolina. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿the use of the multisensor heartlogic algorithm for heart failure remote monitoring in patients with left ventricular assist devices¿ that heartmate 3 (hm3) may be associated with arrhythmia, gastrointestinal bleeding, hypovolemia, pain, orthostasis, death, heart failure, and hospitalization. This multicenter retrospective study evaluated 14 patients equipped with a heartlogic capable device who were implanted between 2018 and 2020. The study¿s objective was to characterize the use of heartlogic monitoring among patients implanted with a durable left ventricular assist device. The study monitored the reasons for hospitalizations and divided them into 2 groups, heart failure (hf) related hospitalizations and non-hf related hospitalizations. The site defined hf related hospitalizations as patients reporting at least one symptom of hf, demonstrating at least one objective sign of decompensated hf (imaging, biomarker, physical examination, or hemodynamic evidence of congestion), and had received an escalation in diuretic therapy within 48 hours of admission. There were 29 hospitalizations over the study period, of which 10 were hf related hospitalizations, and 19 were non-hf related hospitalizations. 7 patients experienced arrhythmia, 5 patients experienced an infection, 2 patients experienced gastrointestinal bleeding, 2 patients experiencing hypovolemia, 2 patients experienced pain, and 1 patient experienced orthostasis. 3 patients passed away. In conclusion, the study found that heartlogic may hold promise for prediction of non-hf associated hospitalizations, with less certainty regarding hf-associated hospitalizations, in lvad patients. Further investigation was noted to be warranted in larger, prospective cohorts.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcomes could not be conclusively determined, and a direct correlation with the heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. No heartmate 3 lvad¿s were returned for evaluation. Device history records could not be reviewed due to the serial number of the lvad being unknown. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.